Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced cardiac arrest approximately two years earlier for an unknown reason. The clinic was attempting to view the related electrograms (egms) to determine if the patient should be upgraded fro the pacemaker to an implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and discussed the option of looking in logbook, however they were still unable to locate the egm. Ts suggested filtering through logbook and if still not found the episodes were likely overwritten. The field representative discussed this with the physician and noted she has not been further contacted. At this time the pacemaker remains in service and no additional adverse patient effects were reported.